Event description:
Manufacturer received a report from an attorney that his client allegedly sustained "bodily injury" that required hospitalization when a shower chair's leg buckled, causing the user to fall.